Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was grey, without any graphics or text. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.